Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h4. Device manufacture date: added accordingly. Corrected data: d4. Primary UDI number.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that the patient underwent an unknown surgery for pneumocephalus on head where the cutting burs were used. In the surgery, during a craniotomy, three of the cutting burrs broke in succession. The breakage occurred while they were being used on a patient's bone fragment that had been removed during the craniotomy. The operation was extended by approximately 10 minutes, but the fourth new twist drill cutting burr was opened and used before the operation was completed. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. Report 3 of 3 (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the described failure by the customer could be confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to tip broken. Following failure could be identified: the drill bit was received with a broken off tip. Root cause: the most probable cause for the found defect is linked to user error. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use states the following regarding the reported issue that was observed by the user or customer: do not force the cutting burrs while performing operation. Use a gentle tapping motion or side to side motion and let the instrument do the cutting. Forceful side loading of cutting burrs may cause fracture of dissecting tool, which may cause injury. Anspach cutting tools are designed for single use only. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.